Event description:
It was reported that the atrial lead exhibited increased threshold of 1.75 v at 1 ms and momentary repeatable loss of capture with inspiration. X-ray revealed lead dislodgement. The lead was successfully repositioned. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.